Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the cannula kink was repositioning. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp came out of the left ventricle while the physician was trying to readvance under fluoro in the cath lab, and the cannula flipped onto itself. The physician was able to pull the impella down to the distal aorta and allow the device to uncurl. The decision made to replace with a new pump with concern of potential kink in cannula. A second pump was placed without issue.